Manufacturer narrative:
Analysis found no anomaly with the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: desktop charger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient experienced "bad comfort with very problematic charging" of their implantable neurostimulator (ins) as of (B)(6) 2014. It was stated that when the patient's recharger antenna was in place the "charge efficiency row very rarely showed full signal" and instead showed "usually only three black boxes." It was further stated that "after a few minutes" the patient would lose the signal and had to repeat the process. It was noted that changing the position of the recharger antenna did not solve the problem. It was reported that initially when the recharger was replaced, the patient was able to charge "without any problem." However, it was later determined the patient's recharger conformed to specifications and that "everything was ok with the charging system." It was later reported that in (B)(6) 2015 that when the antenna locate feature was used with the patient's ins "the maximum number was only 64" and there was "always a very narrow range between the minimum and maximum number." It was noted the patient's ins was "not implanted too deep." As of (B)(6) 2014 it was reported the patient "still had problems with charging" and that when she started charging there usually was a full signal, with all "black boxes" and that "after 2-3 minutes" the patient would be down to one coupling bar and would lose the connection. The patient would reportedly change the antenna position at that time with the same results. Recharge statistics indicated the patient had been able to recharge appropriately at times and received an average coupling as high as 7 coupling bars during one particular session. As of (B)(6) 2014 additional information reported the patient was "still reporting a problem with charging." The patient reportedly thought the recharging "process was hard" and that it took too much time. A manufacturer representative was able to confirm the antenna was used parallel to the patient's ins. When the recharging process was initiated, it was noted the signal would be "ok" and that after a minute the patient had zero to one coupling bars and the signal would "stay very weak." Use of the antenna locate feature returned a value of 36 when tested above the ins location and a value of 40 when tested directly over the ins location. The antenna disk had been turned during the antenna locate tests "without any results."the patient's ins was later replaced due to "continuing problems" with recharging the device. A supplemental report will be filed if additional information is received.